Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kdxa, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient.(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6)2015. This was considered a sudden change in therapy. The patient did not feel stimulation and the device was turned off. There were no medical procedures or emi that could be related to the issue. The patient had a urinary tract infection (uti) and a medication change that could be related to the issue. The patient was admitted to the hospital, lost their memory, and was given antibiotics due to the uti. The patient was in the hospital for 3 days and was changed to a rehabilitation center, where they were now. The patient had been there for 11 to 13 days and started receiving a lot of leakage. The patient could not see their health care provider (hcp) because they were in the rehabilitation center and they shut it off yesterday. The patient went to the bathroom 5 times overnight. They had shut the device down before for a few days and then turned it off before. The whole thing had been shut down for 10 days and tests were run on it previously. The patient never really had success with the device. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.